Event description:
Additional information was received from the patient on (B)(6) 2016 stating that they were not sure if the issues had resolved after reprogramming had been conducted, noting "time will tell". A supplemental report will be submitted if additional information is rec eived.

Event description:
Additional information received from the consumer reported the steps taken to resolve the pain in the right calf and not enough stimulation in the right calf was reprogramming, but they still had pain.

Event description:
The consumer reported that the patient was having fairly good luck with the implantable neurostimulator (ins), except for in the calf area of her right leg. The patient did not have enough stimulation in the right calf and the patient had pain in her right calf. She was currently getting stimulation from the back down to the right leg. The patient was getting stimulation in the calf, just not as much as she needed. This had been happening since implant. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer reported painful stimulation. Stimulation was increased and decreased to help with pain, but nothing worked to help the pain and uncomfortable stimulation sensation. The patient only had access to one group and two programs. It was noted that this was a sudden change in therapy/symptoms that started yesterday when stimulation was turned on. It was also noted that stimulation made the patient ache and it hurt her, she did not like stimulation sensation, but it did not bother the patient during the trial. The pain was not controlled currently and making any adjustments caused painful stimulation. Additional information received from the consumer reported the initial program was changed to put the stimulation in a lower spot on the spine. The patient still had frequent severe pain in right leg, but it was much better than it was and additional follow-up would be done. If additional information is received, a supplemental report will be submitted. Indication for use included chronic low back pain and spinal pain.